Event description:
It is reported that while impacting an offset stem extension onto lcck femoral component, there was a gap between the stem and femoral component. The torque screw was backed out and the stem fell off. The stem was impacted once more and this time after backing off torque screw the stem fit properly.

Manufacturer narrative:
A definitive root cause cannot be determined with the information provided. However, the complaint may be revised upon return of product or further information. Review of the device history records did not find any deviations or anomalies. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.